Manufacturer narrative:
Unique device identifier (UDI) number: (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the failure to advance and soft tip damage appears to be related to challenging patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the soft tip damage that has the potential to result in serious patient injury. It was reported that the mitraclip steerable guide catheter (sgc) was advanced with resistance 10 to 15 cm through the femoral vein before it was decided to remove the sgc and replace it with another sgc. After the sgc was removed from the anatomy without incident, it was noted that the soft tip of the sgc had become damaged during the advancement attempt through a tortuous, calcified and fibrosed venous anatomy in an unproctored case. There were no adverse patient effects from the device issue. Two mitraclips were successfully deployed reducing mitral regurgitation from 4 to 1. No additional information was provided.